Event description:
Additional information received reported that the reported event (i.e. Increased pain and weakness) was attributed to disease progression and was not related to the device, therapy, or implant.

Manufacturer narrative:
Programmer 8835, serial# (B)(4); catheter model: 8709, serial# (B)(4), implanted: 2010 (B)(6), explanted: unk. (B)(4).

Event description:
Patient experienced decreased pain relief, lower extremity weakness; severity was noted as severe. It resulted in in-patient or prolonged hospitalization. The device was interrogated on (B)(6) 2012 and it was stated that there were no alarms or alerts indicating pump malfunction. Drugs delivered via the device were dilaudid, bupivacaine, baclofen (compounded); the daily rate was increased on (B)(6) 2012.

Event description:
Additional information received later indicated that the etiology was "other" (not specified) and was possibly related to device or therapy and not related to implant procedure. In the pump logs a motor stall was noted on (B)(6) 2012 at 22:07 with recovery on the same day at 22:54. Pump status after update on (B)(6) 2012: dilaudid 4.0 mg/ml; bupivacaine 30.0 mg/ml; baclofen 300.0 mcg/ml; ketamine 400.0 mcg/m; daily dose change 20 % increase simple continuous. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).